Event description:
It was reported to philips that there was a screen issue, which can impact the live imaging. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that there was a screen issue, which can impact the live imaging. No service has been provided and the quotation has expired. No work has been performed by philips. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.